Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had a hypoglycemia event. Customer' blood glucose was unknown. Customer wanted to upgrade the device. No troubleshooting was done. Customer will not be returning the device for analysis.